Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The reporter provided one test strip for investigation which was tested using a reference meter with retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. For the results set in %q: the meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. The meter was correctly set to inr by the call center agent. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant %quick results with coaguchek xs meter serial number (B)(4). The meter was set to read in %quick instead of inr. The meter was correctly set to inr by the call center agent. At around 11:00 am, the meter result was 77 %q (1.2 inr). The customer tested again and the meter result was 101 %q (1.0 inr). At 11:32 am, the customer tested a third time and the meter result was 76 %q (1.2 inr). The result from the laboratory was 1.35 inr. The reagent used by the laboratory was unknown. The customer used the same finger for two of the tests but did not know which two. The customer's therapeutic range is 2.0-3.0 inr and they test weekly.